Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified based on the results of the investigation, a root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope exhibited the adhesive at the distal end is peeling off, and the distal end is not properly secured. There was no patient involvement.